Event description:
It was reported by the sales rep. During a mitral valve procedure with mini maze and left atrial appendage management, that the pro135 clip applier would not lock the clip in the open position. Additionally, the end-effector would not stay in its locked position when the end-effector articulation lock was applied. Although the malfunction did not hinder the use of the device, the physician had poor visualization and decided to over sew the appendage. There was no harm to patient and the procedure proceeded without further incident. There was a four minute delay in case.

Manufacturer narrative:
(B)(4). The device was returned to atricure and evaluated.